Event description:
Patient receiving ivig (intravenous immunoglobulin) came out of room endorsing sob (shortness of breath), he stated that it felt like he could not take a full breath and had chest pressure. Rn (registered nurse) observed that his 2nd bottle of ivig was empty and noted that the pump was still going, it did not alarm to alert staff of air in line. Upon inspection of the tubing, it was noted that there was no fluid in the line. The pump (zyno z-800f serial number (B)(6)) was immediately stopped and disconnected.